Event description:
It was reported that an insertable cardiac monitor (icm) reached end of service prematurely. The bsc representative requested analysis of clarity data to determine why it reached end of service so quickly. Technical service (ts) evaluation confirmed premature battery depletion and indicated a rapid voltage drop. Ts was unable to determine the root cause via data analysis and recommended returning the device for further evaluation. The icm remains in service, and no adverse patient effects have been reported.